Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reports that customer had experienced low blood glucose of 55 mg/dl, which was treated with food. It was reported that customer was hospitalized on (B)(6) 2014. Customer's blood glucose at the time of hospitalization was 354 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised to monitor insulin pump and to contact heath care professional for low blood glucose issues. No further information provided.